Event description:
Hcp stated pt had a synchromed pump replacement in the morning and post replacement developed overdose symptoms. The pt became stuporous for ten hours. Pt was hospitalized. There was a programming error: the pump was programmed in mcg/kg instead of just mcg. The pt received a 650mcg bolus and an additional 750mcg in a 2.5 hr period. The hcp was referred to the lioresal intrathecal overdose procedure. Cerebro spinal fluid was withdrwan. Physotigmine pediatric dose was given x1. The pt recovered from the event.